Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5078781) on 15-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("fallopian tube around one of the tube had inflammation") and crohn's disease ("crohn's disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), psoriasis ("psoriasis"), hidradenitis ("hidradenitis suppurativa"), blepharitis ("eyelid inflammation") and arthritis ("arthritis"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, crohn's disease, psoriasis, hidradenitis, blepharitis and arthritis outcome was unknown. The reporter considered arthritis, blepharitis, crohn's disease, hidradenitis, psoriasis and salpingitis to be related to essure. An injury (hospitalization,disability) was mentioned but not specified and /or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ('fallopian tube around one of the tube had inflammation') and crohn's disease ('crohn's disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), psoriasis ("psoriasis"), hidradenitis ("hidradenitis suppurativa"), blepharitis ("eyelid inflammation") and arthritis ("arthritis"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, crohn's disease, psoriasis, hidradenitis, blepharitis and arthritis outcome was unknown. The reporter considered arthritis, blepharitis, crohn's disease, hidradenitis, psoriasis and salpingitis to be related to essure. An injury (hospitalization, disability) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.